Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient was admitted on (B)(6) 2025.to facilitate chemotherapy infusion, with the informed consent of the patient and their family, the doctor performed a right arm PICC catheterization procedure using a central venous catheter via peripheral insertion on (B)(6) 2025.the patient was admitted on (B)(6) 2025. On physical examination, the PICC line insertion site on the right forearm was swollen, with increased skin tension, and a cord-like catheter was palpable. There was no tenderness or skin temperature elevation. Right upper limb venous ultrasound revealed thrombus formation along the catheter in the brachiocephalic vein of the right upper arm. The axillary, brachial, and subclavian veins on the right side showed normal blood flow. Diagnosis: right upper limb catheter-related deep vein thrombosis, with a mural thrombus. PICC catheter examination showed patency: no thrombus was detected within the catheter. Infusion on the affected limb was suspended. The patient was advised to avoid vigorous or weight-bearing activities involving the affected limb. Oral anticoagulation therapy with rivaroxaban (15 mg twice daily) was initiated.